Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level as a result of this issue. Technical support provided instructions to the customer on how to reset the pump, but the malfunction recurred after resetting. Consequently, a replacement pump was arranged, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.